Manufacturer narrative:
This event occurred in (B)(6). Unique identifier (UDI)#: (B)(4).

Event description:
The customer complained of erroneous low results for 1 patient sample tested for elecsys ft4 ii assay (ft4 ii) and elecsys tsh assay (tsh) on a cobas 6000 e 601 module. The initial tsh result was 0.04 uiu/l. On (B)(6) 2018 the repeat result was 2.34 uiu/l. The initial ft4 ii result was 2.18 pmol/l. On (B)(6) 2018 the repeat result was 17.03 pmol/l. The erroneous results were not reported outside of the laboratory. The repeat results were believed to be correct. There was no allegation that an adverse event occurred. The ft4 ii reagent lot number was 26563100 with an expiration date of (B)(6) 2018. The tsh reagent lot number was 28355000 with an expiration date of (B)(6) 2018. Internal qc passed. There were no issues with other tests from the sample.

Manufacturer narrative:
Calibration signals for tsh were slightly higher than the ranges. Calibration signals for ft4 ii were within or slightly lower than the ranges. Qc results were within the customer's range. No issues were identified during a review of the customer's alarm trace and instrument performance test data. A general reagent issue can be excluded as the customer's qc results were acceptable. The investigation was unable to find a definitive root cause.